Event description:
The patient still had concerns regarding her device. She has an appointment with her doctor on (B)(6) 2012. She was going to have her device removed.

Event description:
Additional information received from the hcp reported that the cause of the event was lead migration up to t4, leading to angina / thoracic stimulation. It was reported that an explant was scheduled for (B)(6), 2012, but it was unknown if or when the explant took place, and which components were explanted. It was reported that the patient did not require hospitalization, and recovered without sequela.

Event description:
It was reported that the patient experienced a heart attack on (B)(6) 2011 and was admitted to the hospital for treatment. Following this incident the patient experienced a shocking or jolting sensation and spasms when the stimulator was turned up past 4 volts. The stimulator had previously been run higher than this setting. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model 3778-45, serial #(B)(4), implanted: (B)(4) 2011, explanted: unknown. Lead: model 3778-45, serial #(B)(4), implanted: (B)(6) 2011, explanted: unknown. Programmer: model 37743, serial #(B)(4). Recharger: model 37752, serial #(B)(4).